Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify sensor anomaly due to display anomaly. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit was tested using test battery cap. (B)(4).

Event description:
Information received by medtronic indicated that the back of the insulin pump had crack. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.